Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and freestyle libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An adc representative reported an insertion issue with the adc freestyle libre sensor, reporting that "when the patient applied the sensor, the needle came out and stayed in the patient's arm". It was further noted that the customer had hcp contact, presumably to remove the retained filament. No further details were provided, and attempts to gather additional information have been unsuccessful thus far. Based on the details provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adc representative reported an insertion issue with the adc freestyle libre sensor, reporting that "when the patient applied the sensor, the needle came out and stayed in the patient's arm". It was further noted that the customer had hcp contact, presumably to remove the retained filament. No further details were provided, and attempts to gather additional information have been unsuccessful thus far. Based on the details provided, there was no report of death or permanent impairment associated with this event.